Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. Device manufacture date: unknown as product lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery due to patient squeezing eye. Patient re-applanated with same intralase patient interface (pi) cone and procedures completed successfully without further incident. Pi's were not returned. It was noted that one (1) flap/ring procedure was replaced. There was no patient injury reported and no surgical intervention was required. This report is one (2) of two (2).